Manufacturer narrative:
Date sent to FDA: 7/9/2019.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent an incisional hernia repair surgery in (B)(6) 2014 and mesh was implanted. It was reported that the patient experienced a bulge in the chest area in (B)(6) 2015 and a CT scan in (B)(6) 2015 revealed a ¿defect¿ in the mesh. The patient had a mesh removal surgery in (B)(6) 2015, lasting 4.5 hours and required 16 laparoscopic incisions. No additional information was provided.

Manufacturer narrative:
Additional information.